Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was experiencing "power disconnect" alarms when removing only the power source on port two (2), while keeping the battery connected port one (1). A controller change was performed. There was no reported patient injury related to this event. The controller and associated batteries were returned to the manufacturer. The controller failed external visual inspection due to the damage on the power source one (ps1) port and contamination in driveline port. Log file analysis revealed three (3) "power disconnect" alarms, three (3) "critical battery" alarms and one (1) "vad stop" alarm confirming the reported event. There was an incidental finding of communication error as the controller abnormally switched power sources. The root cause for the reported event was found to be a damaged power source one (ps1) connector and contamination in the driveline. It is possible that user error may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2015-03549, 2015-03550 and 3007042319-2015-03551) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient experienced a complete loss of power to the controller when disconnecting a power source from power port 2 (power port 1 still had a battery connected). A controller exchange was performed. Additionally, the patient admitted to spilling salsa on the controller in use and there was a lot of debris in controller openings. The patient was re-educated by the hospital staff on proper care of the peripheral equipment. The controller and two batteries were removed from service and the patient was issued replacement devices. The controller and two batteries were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.